Event description:
The company received a report where it was claimed that a leak was discovered around the trachea hole during pt use, resulting in poor ventilation. The caller reported that non routine extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis. If significant information is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.